Event description:
Customer alleged discrepant blood glucose results of 432 mg/dl back to back with a result of 201 mg/dl when testing was performed 5 minutes apart on the compact plus system. Customer did not provide the location of the testing. No quality controls were performed. Customer did not alter treatment or report an adverse event based on these results. A request was made for the return of the suspect device and replacement product was sent.